Manufacturer narrative:
The anomalies reported by the field were not confirmed in the laboratory. Upon being received, the header was inspected, and no anomaly was detected. The device functionality was evaluated and found to be normal. The reported issues could not be replicated. The cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that low sensing was observed on the right ventricular (rv) lead. During revision surgery, rv lead values were measured and observed to be normal. When the rv lead was reinserted and screwed into the device, fluid was visible in the header of the device. The device was explanted and replaced to resolve the event. The patient was stable following the procedure and there were no adverse consequences.